Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining reproducible troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 system (serial number (B)(4)). The customer analyzed three samples collected on different dates from the same patient and obtained elevated results above the assay's normal reference range. Each sample was analyzed one additional time on the same laboratory's unicel dxi 800 system (serial number (B)(4)) and generated similar results, above the assay's normal reference range. The last sample, collected on (B)(6) 2016 was tested on the siemens troponin I assay and generated a normal result within this assays' normal reference range. This MDR addresses the elevated access accutni+3 results obtained on the third sample on (B)(6) 2016 on the unicel dxc 800 system serial number (B)(4). The elevated access accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. No hardware errors or other assay issues were reported at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.